Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4) bands failed to deploy. (B)(4) handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician could not turn the handle resulting in failure to release the ligation bands. There was no difficulty noted in setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling of the device. An examination of the irrigation tube found no issue. The suture was noted to be broken with portions attached to both the ligator head and the trip wire loop. All seven bands remained on the ligator head; however, the first four blue bands were moved out of position. The ligator head teeth were noted to be damaged. The trip wire was wound three revolutions around the spool and was not secured in the handle assembly slot. The handle assembly slot presented slight evidence that the trip wire had been secured prior to being returned. A functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician could not turn the handle resulting in failure to release the ligation bands. There was no difficulty noted in setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.